Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplement al report will be submitted when additional information becomes available.

Event description:
A small piece of the boot assembly has cracked off creating a sharp edge on the carbon fiber. Case type: tka.

Manufacturer narrative:
Update to b2, d2, executive summary and common device name. Reported event: a small piece of the boot assembly has cracked off creating a sharp edge on the carbon fiber. Case type: tka. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection a CAPA has been raised for the same. Product history review: review of the device history records cannot be conducted as the lot number is unknown. Complaint history review: review of the complaint history records cannot be conducted as the lot number is unknown. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
A small piece of the boot assembly has cracked off creating a sharp edge on the carbon fiber. Case type: tka.